Event description:
The customer contact reported during preventive maintenance testing corrosion due to leakage from the disposable batteries was noted in the battery compartment of the device. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found corrosion in the battery compartment of the device and the device would not power on using dc power. The probable cause was due to leakage from the disposable batteries on the circuit board and in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.